Manufacturer narrative:
This MDR is being submitted due to the reported abscess and hernia recurrence after initial placement of the acell device. The device was not explanted and is performing as expected. A review of the manufacturing records for this lot identified no deviations in the production process that fall outside of specification. The device was manufactured and distributed sterile in compliance with acell's operating procedures and federal, state, and local laws and regulations.

Event description:
On 12/10/2020, acell, inc. Was notified that a gentrix device was debrided due to a hernia recurrence and abscess. The gentrix device was implanted on (B)(4) 2020 due to a ventral hernia. The gentrix was used in a onlay fascial repair without a drain. On (B)(6) 2020, the patient was shown to have hernia recurrence and fluid building. The surgeon reoperated and debrided area around gentrix device. The gentrix device was not explanted but debrided to allow for the bridging of the posterior fascia with another manufacturer's device, phasix. The gentrix device remains in place and is functioning as intended.